Manufacturer narrative:
Device not returned, no evaluation can be completed. Device part number and lot number not provided, therefore device history record review cannot be performed.

Event description:
A pt with a fracture who was implanted with a short tfn was referred to a trauma specialist because the fracture was not healing. The trauma specialist explanted the tfn and implanted two cannulated screws and a blade plate instead. Date of original surgery is unk.